Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A follow up medwatch report will be submitted.

Event description:
Received info stating customer received a low insulin alert. The customer could not close the alert of go back to main screen. Reportedly, the customer's blood glucose level was not impacted.